Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 28-mar-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: a review of the pump¿s black box showed that due to continuous use of the pump, the data for 04-jul-2018 had been overwritten. The black box contained dates from 21-jan-2019 to 28/-jan-2019 with no evidence of loss of prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, faded, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1, 20-march-2017- correction to serial#.